Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 465cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient experienced a painful, firm, and tight right breast. During a consultation with a medical professional, she was diagnosed with baker grade IV capsular contracture of the right breast using the patient's symptoms. As a result, the patient underwent unialteral right-sided removal and replacement with a 465cc mentor memorygel xtra breast implant on (B)(6) 2023. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The complaint device is not available for return and being retained.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 31, 2024, mentor became aware that information was inadvertently submitted in error. The check box for is product problem should not have been marked as there was no product issue reported. Manufacturer¿s reference number: (B)(4), in the initial, b1 is product problem should should not have been marked as there was no product issue reported.